Event description:
A patient reported experiencing inaccurate erratic results with a tone touch profile meter. The patient's blood glucose results were 427, 177 and 412 mg/dl. Tests were done 10 minutes apart. No further information has been reported.